Event description:
It was reported that, once the femur was completed during a cori assisted uka surgery, two (2) intelligence robotic drill guards broke at the suction barb. All the broken pieces were removed from the patient. The procedure was completed, with a non significant surgical delay, using a s+n back up device. Finally upon completion, kpc test was attempted and ri robotic drill attachment and real intelligence robotic drill tracker were locked together by the real intelligence robotic drill. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. 803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.